Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited no delivery of medication. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined a probable, but unconfirmed, cause of the reported issue to be an inoperable component (expulsor). If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Per device history review there was no evident of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Per service history review this device has not been in for service previously., corrected data: d10.